Event description:
It was reported that after penetration, the safety shield on the bd pegasus¿ safety closed IV catheter system failed to activate while retracting the needle. The following information was provided by the initial reporter, translated from chinese to english: "the penetration was sucessful. It's noticed that the safety mechanism cannot be activated when retracting the needle."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8208289. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, with the sample provided our engineers were able to determine that the root cause for this event was a tracking, or insertion, of the cannula through the safety device. This can occur when the machinery is not properly centered. To address this issue we are investigating the cylinder pressure setting at this production station, to identify an automated rejection of any units that exceed pressure limits that indicate a misalignment.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after penetration, the safety shield on the bd pegasus¿ safety closed IV catheter system failed to activate while retracting the needle. The following information was provided by the initial reporter, translated from chinese to english: "the penetration was successful. It's noticed that the safety mechanism cannot be activated when retracting the needle."